Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and foam degradation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted error codes e066 (stuck_encoder_b). The device found to have dust fail contamination. The power cord connector was destroyed. The device was scrapped by the service center after the evaluation was completed.